Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited a possible fracture.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited high rv and superior vena cava (svc) coil impedances. Varying impedances were seen during pocket manipulation. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2007; 4196 lead, implanted: (B)(6) 2013. (B)(4).